Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump load step expelled insulin during the load step. This report is made based on the allegation that the pump dispensed insulin during the load cartridge step. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/12/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 8/17/2016 with the following findings: during investigation, a review of the pump black box showed that the data for the event had been overwritten due to continued use. During testing, the pump performed the rewind, load, prime sequence with no load step malfunctions occurring. The force sensor calibration was found to be within specification. The pump was opened and no evidence of physical damage was observed on the force sensor pins. The complaint of a load step malfunction issue was not able to be duplicated. Unrelated to the complaint, investigation revealed a crack in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction/removal reporting number: 2531779-03/24/2010-003-r.